Manufacturer narrative:
Device received with missing retainer ring. Unable to perform displacement test due to missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: cracked battery tube threads, missing reservoir tube o-ring, broken reservoir tube lip, cracked case reservoir tube side, and faded serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump's retainer ring was damage. The insulin pump had crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.